Event description:
It was reported that during the procedure, a 3.5x12 xience v rx drug-eluting stent delivery system was advanced toward a moderately calcified lesion in the right coronary artery, but was unable to cross the lesion. The xience was withdrawn, then the patient was successfully treated only with plain old balloon angioplasty. There were no patient effects and no clinically significant delay in completing the procedure. The returned goods lab received the xience stent delivery system with the stent implant secured to the balloon, however, the stent was located slightly proximal to where it was originally crimped. Additional information indicates that the health care practitioner was not aware that the stent had shifted and believes it must have happened during advancement when attempting to cross the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: analysis of the returned device revealed that the stent implant was stationary on the tightly folded balloon; but not between the markers. However, there were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The stent implant was mangled and there were multiple bends throughout the entire length of the hypotube, which likely occurred during the procedure and/or as a result of handling for return shipment. The lesion was described as moderately calcified, which likely contributed to the failure to advance/cross the lesion. Follow-up information received from the account revealed that the physician was not aware that the stent had shifted/moved. This may have occurred during the procedural attempt to advance/cross the lesion and/or as a result of post-procedure handling for return shipment; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.